Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was scheduled to replace the lead. Additional information received that the lead was not fully pushed into the connector. The lead remains in service. No additional adverse patient effects were reported.